Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip. No pieces were missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar had a broken jaw. There was no report of patient involvement.